Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by a nurse, who reported that after an intraocular lens (iol) was implanted, the patient experienced poor vision. The lens was exchanged for a difference of 1.5 diopters of power 2 month later. An unexpected post refractive error was the clinical reason given for the iol exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. The target was plano and the postoperative is +2.25+0.5x094. Additional information has been requested.